Event description:
The customer reported an over infusion of kcl. Stated an infusion of kcl 40 meq /100 ml was programmed to infuse over 5 hours; however, after 2 hours the 100 ml had infused. The pump display showed: time left=3h:11m, vtbi =319.4 ml. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.